Manufacturer narrative:
On 23 dec 2015 it was prepared a final report with the information already submitted in the initial report. On 28 dec 2015 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 23 october 2015: lot 083735: (B)(4) items manufactured and released on 25 february 2009. Expiration date: 2014-01-31. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported issue. Other explanted components: versafitcup double mobility liner diam 50/28 code 01.26.2850m lot. 090084 (k083116): lot 090084: (B)(4) items manufactured and released on 06 april 2009. Expiration date: 2014-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported issue. Mectacer biolox forte ceramic ball head 12/14 ø 28 size m 0 code 38.39.7175.255.00 lot. 092490 (k073337): lot 092490: (B)(4) items manufactured and released on 20 october 2009. Expiration date: 2014-09-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any similar reported issue. Quadra h cementless, ha coated std stem # 2, short neck code 01.12.22sn lot. 090113 (k082792): lot 090113: (B)(4) items manufactured and released on 25 february 2009. Expiration date: 2014-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue.

Event description:
The patient had to have their tha revised due to osteolysis. No x-rays are available. The explants will not be available.